Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the locking screw portion of the patient's battery clip able to be unscrewed completely from the clip.

Manufacturer narrative:
The 12v sla battery clip was returned to the manufacturer for evaluation. The evaluation of the returned 12v sla battery clip confirmed the loose connection at the battery clip connector. Upon examination of the battery clip housing, only traces of loctite adhesive on the threads could be confirmed. The report of a loose battery clip threaded connector is currently being addressed through the manufacturer's corrective/preventive action system and an urgent medical device recall has been issued. No further information is available. The manufacturer is now closing its file on this event.